Manufacturer narrative:
Batch review performed on 28.june.2021: lot 2005699: (B)(4) items manufactured and released on 3-sep-2020. Expiration date: 2025-08-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without other similar reported event. Clinical evaluation performed by medical affairs director: few weeks after primary cemented tka surgery, fracture of the unresurfaced patellar bone is observed at xray control. We do not know the origin of the fracture: it may have originated at index surgery or it could be the consequence of a traumatic event, or just induced by the extensor mechanism. Not enough information to perform a thorough analysis. No reason to suspect a faulty device. Patient match planning review performed by my solution dpt. Our analysis of the myknee process of this case found no deviations from the standard procedures. Each step has been performed correctly.

Event description:
Patella bone fracture occurred 2 weeks after the primary surgery. 3 weeks after the primary a revision surgery was performed. An artificial ligament was used for the fixation. The surgeon alleged that the patella guide was not stable while the surgeon was reaming(primary surgery). The surgeon considered the instability was potentially the root cause of this event.